Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 10/23/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the battery compartment issue, evaluation revealed that the keypad cover was torn along the left side. All buttons responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).